Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on the keypad traces. Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, and stained address/serial number label.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a high and low blood glucose events. The customer¿s blood glucose was 39 mg/dl at the time of incident. Customer stated that the insulin pump up and down buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer reported a low blood glucose of 39 mg/dl and treated with food and a high blood glucose of 600 mg/dl that was treated with insulin pump. Customer declined high and low blood glucose troubleshooting. Customer also reported that the insulin pump battery does not last long. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.